Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, e1, e2, e3, h4. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the device was returned without any packaging components and has been cycled 2 times. There were no sutures or anchors returned with the device and the flexible sleeve is at the tip of the needle. Cycled the black button several times with no issues. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anchor could not be pushed out. No adverse event has been reported as a result of the malfunction.